Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported right side rupture. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed crease sharp broken on posterior side assessed as fold flaw opening.and missing piece of shell assessed as inconclusive. Additional observations: crease fold observed. Stress marks.

Event description:
Health professional reported right side rupture. The device has been explanted and replaced with non-allergan device.